Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd emerald¿ syringe barrel and plunger when the drawn-up physiological solution leaked out. The following information was provided by the initial reporter, translated from (B)(6): "syringe removed from packaging of medication cart when pulling up the physiological solution, discovered a leak, on closer inspection crack along the length of the syringe, also in the pestle".

Event description:
It was reported that a crack was found in the bd emerald¿ syringe barrel and plunger when the drawn-up physiological solution leaked out. The following information was provided by the initial reporter, translated from dutch: "syringe removed from packaging of medication cart when pulling up the physiological solution, discovered a leak, on closer inspection crack along the length of the syringe, also in the pestle."

Manufacturer narrative:
H.6 investigation summary: a device history record review was completed for provided material number 307731 and lot number 2109217. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, the barrel was found to be cracked. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any faulty product identified. We believe that the affected product became damaged in the primary packaging machine during the syringe feeding process. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. The following has been updated due to additional information." D.10 device available for eval? Yes. D.10 returned to manufacturer on : since the date is unknown, the date was approximated based on the investigation. H3 other text : see h10.